Manufacturer narrative:
Lot number: 24104583.

Event description:
It was reported that the balloon ruptured. The target lesion area was located in a severely calcified blood vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, first and second inflation was done at 6atm and 12atm respectively. However, it was noted that the balloon ruptured at second inflation. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.